Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.